Manufacturer narrative:
The reported complaint of no readings could not be confirmed. No product samples, videos were returned for investigation. However, an image was provided by the customer showing no readings. A failure mode was not able to be identified from the image provided. Without the return of the reported sample, the complaint could not be confirmed. Lot history review was conducted and no nonconformities were identified that may have contributed to the reported complaint. D9 section.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
It was reported that a transpac® IV 10' cable for use with disposable transducer reusable: do not discard was found to contribute to the generation of inaccurate readings. The report stated that there was constant noise and faulty readings. The sample returning does not contain any hazardous materials and the sample available for return. There is no patient harm reported.